Event description:
Boston scientific received information that when an x-ray was taken some parts of the lead image was not visible. A lead fracture was suspected although all measurements were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
X-ray pictures were sent to technical services for review. Technical services discussed that without noise, oversensing or undersensing and all electrical parameters within normal range a lead issue is unlikely. At this time the lead remains implanted. Should additional information become available this investigation will be updated.